Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure pain on left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured ("ovarian cyst rupture"), lung disorder ("node on left lung") and ovarian disorder ("node on left ovary"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the ovarian cyst ruptured, lung disorder and ovarian disorder outcome was unknown. The reporter considered lung disorder, ovarian cyst ruptured, ovarian disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('essure pain on left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured ("ovarian cyst rupture"), lung disorder ("node on left lung"), ovarian disorder ("node on left ovary"), allergy to metals ("nickel allergy "), alopecia ("hair loss"), post-traumatic stress disorder ("post traumatic stress disorder"), paraesthesia ("shock in lower spine and hips"), feeling abnormal ("felt as if I was paralyzed temporarily") and dizziness ("felt as if I was going to pass out") and was found to have benign uterine neoplasm ("benign tumor"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device pain had resolved and the ovarian cyst ruptured, lung disorder, ovarian disorder, allergy to metals, benign uterine neoplasm, post-traumatic stress disorder, feeling abnormal and dizziness outcome was unknown. The reporter considered allergy to metals, alopecia, benign uterine neoplasm, dizziness, feeling abnormal, lung disorder, medical device pain, ovarian cyst ruptured, ovarian disorder, paraesthesia and post-traumatic stress disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hair loss, nickel allergy, ptsd, tumor in uterus, lung disorder, ovarian cyst ruptured, ovarian disorder and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('essure pain on left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured ("ovarian cyst rupture"), lung disorder ("node on left lung"), ovarian disorder ("node on left ovary"), allergy to metals ("nickel allergy "), alopecia ("hair loss"), post-traumatic stress disorder ("post traumatic stress disorder"), paraesthesia ("shock in lower spine and hips"), feeling abnormal ("felt as if I was paralyzed temporarily") and dizziness ("felt as if I was going to pass out") and was found to have benign uterine neoplasm ("benign tumor"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device pain had resolved and the ovarian cyst ruptured, lung disorder, ovarian disorder, allergy to metals, benign uterine neoplasm, post-traumatic stress disorder, feeling abnormal and dizziness outcome was unknown. The reporter considered allergy to metals, alopecia, benign uterine neoplasm, dizziness, feeling abnormal, lung disorder, medical device pain, ovarian cyst ruptured, ovarian disorder, paraesthesia and post-traumatic stress disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: hair loss, nickel allergy, ptsd, tumor in uterus, lung disorder, ovarian cyst ruptured, ovarian disorder and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events added - allergy to metals, alopecia, benign uterine neoplasm, medical device pain, post-traumatic stress disorder and shock. On 23-mar-2020: social media content received. New events added: shock, paralysis and dizziness. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.